Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) system exhibited an isolated out of range shocking impedance measurement greater than 125 ohms. There was no noise on the shocking channel. The plan was to continue to monitor this patient per the physician as no noise was observed on the lead. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) system exhibited an isolated out of range shocking impedance measurement greater than 2,000 ohms. There was no noise on the shocking channel. The plan was to continue to monitor this patient per the physician as no noise was observed on the lead. No adverse patient effects were reported.